Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from complaint, omsc concluded that the reported phenomenon was occurred due to because the user dropped something on the lid of the device, the lid of the device had been cracked.

Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that the lid of the device was cracked because they dropped something to it. Other detailed information was not provided. There was no report of patient injury associated with the event.